Event description:
It was reported that the user experienced inaccurate dexcom g6 readings on the ilet, with the ilet displaying low after sensor warmup while contemporaneous fingerstick values were 309 mg/dl and subsequently 370 mg/dl; the user replaced the cgm sensor, initiated calibration, and awaited cgm warmup. Symptoms included hyperglycemia without reported distress. Outcomes included no hospitalization and continued home management. Investigation included troubleshooting and education, confirmation of high glucose by fingerstick, and replacement of the cgm sensor due to suspected pairing or sensor performance issues. Investigation of this case revealed cgm inaccuracy with loss of pairing or data integrity leading to discordant values on the ilet, prompting sensor replacement and calibration; the device involved was the ilet pump interoperating with a dexcom g6 sensor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.